Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported her adc meter would not turn on, with neither button press nor test strip insertion. The customer subsequently experienced unspecified symptoms, received a blood glucose reading of 17 mg/dl (unspecified meter), and went to the hospital. The customer reported she was diagnosed with hypoglycemia, was hospitalized for 31 days, and treated with "eiftipiner 600 mg, amfotppine pesylate 5 mg, fiteiin 25 mg, sarabeezin 100 mg" during her stay. There was no report of death or permanent injury associated with this event.